Event description:
It was reported that a 80 yo female patient who had an initial right shoulder implanted, underwent a revision procedure approximately 9 months post the initial procedure. The patient presented with pain. They had an infection. An antibiotic spacer and beads were inserted. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return due to chain of command. Device image was provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 308-02-07 - 7x120mm distal stem modular cemented, (B)(6), 308-05-17 - distal fixation ring ha 17.5, (B)(6), 308-08-00 - xs prox body +0, (B)(6), 308-10-50 - 50mm middle segment modular, (B)(6), 308-15-50 - taper locking screw 50, (B)(6), 320-08-38 - glenosphere exp 38mm +4mm offset, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 322-38-10 - 145-deg pe 38mm const hum liner +0. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of pain and infection as reported. The humeral liner also appears to be worn. However, the reported infection cannot be confirmed and potential contributions of user-related considerations to the event could not be assessed as the devices were not returned for evaluation and relevant product images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.